Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in sensing and an increase in threshold was noted on the right ventricular lead. The physician suspected a dislodgement, although diagnostic imaging was performed, dislodgement could not be confirmed. A lead revision was performed and the lead was successfully repositioned with good electrical measurements. The patient was in stable condition.